Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22099268. Medical device expiration date: 13-sep-2025. Device manufacture date: 12-sep-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector each from lots 22099268 and an unspecified lot has issues with fluid blockage during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was also reported the extension set will not flush."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109025. D4: medical device expiration date: 2oct2025. H4: device manufacture date: 2oct2022. D10: device available for eval yes. D10: returned to manufacturer on:15-feb-2023. Investigation summary: two samples of material number mp5303-c were submitted for quality investigation. The connection was connected to a sample bd smartsite and tested for connection issues and leakage. There were no issues with connection and leakage, however, there was an issue with fluid flow on sample 2. Sample 2 would not allow fluid through the extension set. Examination under magnification was conducted and it was determined that the fluid path looks to be incomplete or deformed, causing for the lack of fluid flow. A device history record review for model mp5303-c lot number 22099268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of flow issue is that fluid path of the component is occluded. Under magnification we can see that the fluid path is blocked with a clear substance. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector each from lots 22099268 and an unspecified lot has issues with fluid blockage during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was also reported the extension set will not flush."